Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer tried to clear the error message; however, the error was not cleared as the autopulse platform wouldn't recognize when the lifeband was installed regardless of several attempts. No patient involvement.

Manufacturer narrative:
The customer reported that " the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the error was not cleared as the autopulse platform wouldn't recognize when the lifeband was installed regardless of several attempts" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a cracked front enclosure at the front-end area, and the bottom enclosure has multiple cracks in the screw well area. The front and bottom enclosures were replaced to address the observed physical damages. The root cause was likely attributed to user mishandling, such as a drop. The archive data review indicated several ua45 error messages around the reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus confirming the reported complaint. The encoder drive shaft is not within the normally acceptable range at 5162 counts when powered on (encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following, this the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. During service, unrelated to the reported complaint, zoll service personnel noticed multiple cracked bosses on the top cover. The top cover was replaced to address the observed physical damage. The root cause was likely attributed to user mishandling such as a drop. Following service, the autopulse platform passed the final testing without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).